Manufacturer narrative:
Additional narrative: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. This report is for two unknown protection sleeves/unknown lots. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgery for the femoral diaphyseal fracture was performed on (B)(6) 2015. To insert a nail, the surgeon attached the nail to the reported japan antegrade femoral nail (jafn) insertion handle, and then conducted the pre-use check to insert the jafn protection sleeve into the screw hole through the handle. However, the sleeve was stuck and could not be inserted into the hole. The surgeon tried to insert two (2) other sleeves, but was unable to do so. The surgeon substituted the reported sleeve and the cap of a 1cc syringe as the sleeve to perform the drilling, and a depth gauge and a screw were inserted without a sleeve. The surgery was successfully completed. There were no adverse consequences to the patient, but due to the event the surgery was delayed for thirty (30) minutes. This report is for two unknown protection sleeves. This is report 3 of 3 for (B)(4).